Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz1441 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that before using the device they tested it with physiological solution and they noted a leakage. The device was not used on the patient.